Event description:
On (B)(6) 2010, the user facility ((B)(6)) reported that during a cardiopulmonary bypass procedure the oxygenator was not oxygenating. The user facility reported that the device was changed out and that there was approximately a ten minute delay in surgery and 250 cc amount of blood loss. The patient had to be ventilated and supported until put back on bypass. There was no injury to the patient and the surgery was completed successfully.

Manufacturer narrative:
Terumo corporation has obtained the actual device that was used in the procedure and performed evaluations which included visual exam and performance testing. The product met acceptable oxygen transfer performance. Terumo submits that often, bench testing of a device during an investigation is not always capable of replicating actual clinical experiences since patient conditions and other complex variables can be contributory to performance-related anomalies. (B)(4).